Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; stripped threads on the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/29/2017 with the following findings: review of the black box did not reveal any evidence of records of power issues. On examination, the battery compartment was confirmed to damaged; the battery compartment was cracked and the threads were stripped. The returned battery cap was intact and without damage; however, was not able to maintain electrical connection when placed on the pump causing rebooting. The battery cap contacts were measured and found to be within required specifications. The batter cap was unable to secure to the pump. Investigation duplicated the complaint.